Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with an intraperitoneal (ip) injection of fortum 1 gram, once a day (duration not reported) and ip vancomycin 1 gram, once in 5 days (duration not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). It was reported that the patient completed the course of antibiotic therapy. On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter disposable. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.